Manufacturer narrative:
The reported event was confirmed as a use related. No sample was returned for evaluation. A potential root cause for this failure mode could be due to the patient combative or uncooperative or the user was unaware of the necessary movement restrictions. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required due to the reported issue was confirmed as use related. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheters were uncomfortable in the patients body and stated that the discomfort was not because against the body not in it. The patient stated that when the patient rolled over that the wick it came free and had to be repositioned. The representative explained the correct positioning of the wick should be outside the body and to wear an undergarment which might help to keep the wick in place. A lot of moving might still have to reposition the wick and the patient had been using the product less than 90 days. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheters were uncomfortable in the patient's body and then stated that discomfort was not because against the body not in it. The patient stated that when the patient rolled over that the wick came free and had to be repositioned. Representative explained correct positioning of the wick should be outside the body and to wear an undergarment which might help to keep the wick in place. A lot of moving might still have to reposition the wick and the patient had been using the product less than 90 days. No medical intervention was reported.